Event description:
It was reported that an incident occurred after a patient examination with the magnetom vida fit system on (B)(6), 2022. On (B)(6), 2022, additional information was received by siemens regarding the incident and based on this information it was determined the complaint was reportable. Per the complaint report there was a serious injury associated with this issue. It was stated that a patient with ear epithesis pins was examined with a 3 t MRI. Afterwards the epithesis pins in the patient's ears were no longer magnetic. To replace the epithesis pins a surgical procedure is necessary. The patient has had previous examinations with 3 t MRI systems during which the epithesis pins were not affected. Although the relation between the last MRI examination and the loss of magnetism of the patient's ear epithesis pins is unclear, siemens decided to report this incident with an abundance of caution. The reported event occurred in germany.

Manufacturer narrative:
Siemens has initiated an investigation of the reported event. The root cause has not yet been determined. Siemens will submit a supplemental report if additional reportable information available. Internal ID# (B)(4).

Manufacturer narrative:
H10 manufacturer narrative: siemens completed the investigation for the reported event. Additional information was received from the customer stating that the patient's epithesis pins were not mr safe or conditional. The implants (pins) are made of surgical steel with a white iron magnet and chrome-plated screws. As previously reported, the patient had to undergo surgery to replace the demagnetized pins. The system worked as specified and the issue was caused by a user error. The operator manual explains in detail the potential hazards for patients due to a strong magnetic field and that only mr safe or mr conditional accessories, tools and devices are to be used within the specified and clearly marked areas. Additional action by siemens is not necessary. This complaint has been closed. H11 corrected data: the initial report number should have been 3002808157-2022-48711 not 3002808157-2022--49711. Since the initial report was named 3002808157-2022--49711, this supplemental report was submitted under the same report number for FDA reporting consistency. This note has been added for siemens' documentation purposes regarding the report number for clarification. The report number should have corresponded with the internal siemens complaint number pm00348711. This error has no impact to the initial reporting of the event to the FDA or the supplemental report.

Manufacturer narrative:
It is not known if the patient underwent surgery to replace the demagnetized pins. It is only known to siemens that the patient will have to undergo surgery to replace the pins.